Event description:
Anti-reflux valve on set of primary tubing not working. When the nurse primed the tubing, loaded it into the machine and connected the secondary tubing (before connecting to the patient) the secondary medication was running into the primary bag. Anti-reflux valve was present, just not working. Not sure if this was just this alaris pump module smartsite infusion set as I have not heard of it happening beside this event, or if we got a bad batch.